Event description:
Revision total hip replacement was reported. (B)(6) 2014: the sales rep confirmed that the reason for the revision was aseptic loosening of the stem. The surgeon removed the stem and head and the acetabular components were left implanted.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Device evaluation could not performed as the reported device was not returned for evaluation. Medical records received and evaluation. The clinician could not confirm the event. Further medical records such as the revision op report, x-rays, and clinical history are need to fully investigate the event. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Revision total hip replacement was reported. On 04-30-2014: the sales rep confirmed that the reason for the revision was aseptic loosening of the stem. The surgeon removed the stem and head and the acetabular components were left implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.